Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown dose and concentration) in an implantable pump for cerebral palsy. The patient experienced a pleural effusion of the right lung on (B)(6) 2017. The event was considered to be ongoing. The event severity was listed as 3 and stated to be non serious; hospitalization or prolongation of hospitalization period for treatment of the adverse event. The causality was considered not related to the investigational drug, pump, catheter, programmer, and unknown if related to the surgical procedure. The patient was admitted to the hospital due to the rapid pleural effusion of the right lung. The issue was first considered to be pneumonia, but due to little improvement a CT scan was performed. The imaging indicated a complete collapse of the right lung. The right thoracic cavity was filled with pleural fluid and inflammatory cells were observed. The hcp wanted to know if there were any cases like this as a side effect of the intrathecal baclofen (itb) therapy. A surgeon had the opinion of possible stimulation from the tip of the catheter. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.